Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pacing impedance measurements, decreased sensing, and noisy signals, which resulted in several atrial tachycardia response (atr)-mode switches. The decision was made to perform a replacement procedure of this ra lead in the near future. The physician also elected to replace the pg during the same procedure due to nearing elective replacement indicator (eri). It was suspected this pg had experienced normal battery depletion. Subsequently, a revision procedure was performed. A new pg was implanted with the old lead system. The pacing impedance values of the ra lead were still greater than 2,000 ohms, and the sensing values were 2.1 mv. The physician accepted these measurements, and left the ra lead implanted. The physician felt to remove this atrial lead, or to implant a new atrial lead, was not needed and it could cause operational complication. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.